Manufacturer narrative:
According to the clinical, shortly after beginning impella cp implantation the physician perforated the patient's gastric wall vessel. A vascular surgeon then arrived to resolve the issue by cutting down and clipping the vessel. After the procedure was completed the patient crashed a number of times and required multiple pints of blood to stabilize. No product was returned for a visual inspection. Data log analysis was not necessary for this complaint. The most likely cause of the peripheral vessel vascular damage was use related. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿cautions. Physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During impella insertion, the physician perforated the gastric wall vessel and caused bleeding. The vascular surgeon cut down and clipped the epigastric vessel to stop the bleeding. The patient required blood transfusions and fluids.